Event description:
It was reported that during a device change out procedure and error message indicated that this pacemaker had undergone a lead safety switch (lss) on the right ventricular (rv) lead channel. The field rep cleared the message but reportedly did not reprogram the device. When they checked device settings, the device was in bipolar mode. This pacemaker and rv lead remains in service. No adverse patient effects were reported.